Event description:
Customer reported a photoactivation blood leak. Complainant: same as reporter. Customer reported, via fax, a blood leakage in the photoactivation chamber. The treatment was aborted and the cells from the treatment bag were returned manually. The pt was treated successfully with a new kit. Pt condition was ok. Customer did not return the kit for investigation.

Manufacturer narrative:
A review of lot file a753 was performed. There was no nonconformances associated with this lot. The following alarm was noted during lot release testing: blood leak @ start of photoactivation: checked, nothing found. Restarted testing. This lot met all release requirements. A review of complaints received for lot a753 was performed. There was one other complaints for a photoactivation leak reported to date for this lot. No trends were detected. This assessment is based on the info available at the time of the investigation. No kit was returned by the customer for investigation. Therefore, no root cause for the issue could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).